Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 bisector jaws broke off inside a patient's leg. The broken fragments were retrieved with the jaws. No additional incisions were needed. There was a 15-minute procedural delay. The same device was used to complete the procedure as the event happened during the stab and grab removal of the vein. There was no patient harm. Photos provided by complainant show pieces of the jaw after they had been collected from the patient and the jaw missing parts of the silicone coating with evidence of blood.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000386871, 3000388401, and 3000381287 the last 3 lots shipped to the account prior to the event/aware date. For lots 3000386871 and 3000388401. There was a ncmr, rework, or deviations documented for the two lot numbers shipped to the account. For lot 3000381287. There were no ncmrs, rework, or deviations documented for the lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.